Manufacturer narrative:
RMA was authorized for sensor replacement but not received after more than 75 days of RMA date. Thus no further confirmation or investigation of the complaint is possible.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Manufacturer is currently performing evaluation and results will be provided with a supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where patient experienced inaccuracies in the sensor readings leading to sensor removal and replacement.